Event description:
New information received indicated that the lead was successfully extracted. Patient was stable and well following the procedure.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted. The patient will be followed normally.